Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during the screw insertion, a screw stripped. The driver did not retain the screw after. The surgery was successfully completed with a delay of one (1) minute. Patient consequence is unknown. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: device interaction/ functional. Visual inspection: the stardrive screwdriver shaft t8 55mm (part #: 314.453 and lot #: 2l14525) was received at us cq. Upon visual inspection, it was found that the distal tip of the device was slightly twisted in the direction of screw insertion and was stripped. No other issues were identified during the inspection. Functional test: a functional test could not be performed as the mating device was not returned with the alleged device. The complaint replication cannot be performed with the returned device. Dimensional inspection: dimensional inspection of the distal tip could not be conducted due to the post-manufacturing deformation of the tip. Document/specification review: all related drawings- reflecting the manufactured and current revision, was reviewed. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed as the stripped condition might have caused the complaint condition. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the stripped condition. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part: 314.453. Lot: 2l14525. Manufacturing site: hägendorf. Release to warehouse date: feb. 08, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.